Manufacturer narrative:
Article website: http://jnis.bmj.com/content/6/6/439.long. The lot history record review was not possible since the lot numbers were not reported. The devices will not be returned for analysis as they were implanted in the patient; therefore, the event cause could not be determined.(B)(4)

Event description:
Citation: crowley et al. Novel application of a balloon-anchoring technique for the realignment of a prolapsed pipeline embolization device: a technical report. J neurointervent surg 2014;6:439-444. Covidien received information through literature review that a patient experienced incomplete expansion of and prolapsed pipeline embolization device (ped) during the treatment of a giant internal carotid artery (ica) aneurysm. It was reported that a male patient in his late (B)(6) with an incidental giant supraclinoid ica aneurysm presented for endovascular consideration. Treatment was planned using the ped. Following placement of the device there were two focal areas of incomplete expansion and balloon angioplasty was performed. This manipulation resulted in foreshortening of the distal aspect of the ped which caused the device to prolapse into the aneurysm. After multiple unsuccessful attempts to regain distal access, a salvage technique was attempted in which a balloon was inflated in the middle cerebral artery and, by applying traction, the ped was realigned with the parent artery. After the ped was realigned, direct distal catheter access was achieved and a second pipeline device was deployed, successfully covering the aneurysm neck with resultant flow stasis. The patient had no postoperative issues and was discharged 2 days later without deficit.